Event description:
Received a call from operating room that they removed a pedicle screw and locking cap from a patient that malfunctioned. It ws reported that the cap popped off a (B)(6) y/o male who was 5 weeks postoperative from a l5-s1 fusion with improvements in symptoms started having new symptoms approximately 3 weeks post operative. He was having intermittent left lateral knee and calf pain radiating across anterior left calf to great toe, with left foot weakness. Patient was scheduled for surgery after treatment with medication failed to relieve his symptoms. Physician dictated that "preincision x-rays were obtained in the ap, oblique, lateral views to demonstrate the dysfunction of the right l5 pedicle screw." This is all the info on this case that I have. This was placed about 4 weeks prior to this surgery so I do not have the lot, serial number or other info available to me on this pedicle screw and locking cap.